Manufacturer narrative:
Medwatch sent to FDA on 01/28/2009. Device evaluation summary: the documentary research shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications. In conclusion, it is probable that the patient had an undesirable side effect to the injections, as indicated in the dfu (edema, inflammation, induration at the injection sites can occur).

Event description:
After treatment with juvederm ultra plus in the upper lips, the patient presented with swelling and severe inflammation at the injection site followed by hardening of the product at the injection site. The patient was administered decadron 8mg intramuscularly and prescribed medrol dose pak. The physician noted that patient symptoms resolved indicating that there were no sign of infection.